Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that cabinet is offline. The technical support specialist discovered that the cabinet was offline and attempted to troubleshoot the internet connection; however, these efforts were unsuccessful. I advised contacting the pharmacy to initiate medication orders since the cabinet is not connected to the internet, and also recommended reaching out to their information technology department to investigate the connection issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that while attempting to dispense medication using the pyxis medbank es system, they encountered an issue where they needed to request a medication. Additionally, upon trying to access the system remotely, they discovered that the cabinet was offline. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that while attempting to dispense medication using the pyxis medbank es system, they encountered an issue where they needed to request a medication. Additionally, upon trying to access the system remotely, they discovered that the cabinet was offline. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2022 to 28- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was offline. A technical support specialist instructed the customer to get the pharmacy to stat medication over since it was not connected to the internet, and to reach out to their information technology department to check out the connection to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.